Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d10- concommitant, e1- event site telephone updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by the jacqueline through the emergency support program (esp) that during use, the cs300 intra aortic balloon pump (iabp) had autofill failure. There was no harm or injury reported. (B)(6) rn called stating an autofill failure alarm on a cs300. At the time of speaking with her she believed she had resolved the issue. She stated she thought it's because they raised the patient hob. The patient's feet were raised at the same time by accident. Esp personal reviewed reasons an autofill failure would occur and troubleshooting. She thanked esp for the information and the quick call back but ends the call quickly. Based on the information provided,esp personal reviewed reasons an autofill failure would occur and troubleshooting. At the time of speaking with customer she stated she had resolved the issue. However, since no part was replaced or returned for evaluation, the root cause could not be determined.